Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a display (blank screen w/moisture) issue. It was reported that there was moisture in the battery compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.

Manufacturer narrative:
Date of submission (B)(4) 2017 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2017 with the following findings: during testing, the pump powered on to a blank display. The pump was opened and there was moisture observed throughout the pump casing. Due to the blank display some steps of the investigation failed. Unrelated to the initial complaint, it was observed that the battery compartment was cracked and contained moisture. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device. Additional evaluation codes: method codes ¿(B)(4) .